Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and wanted to verify that the insulin pump was functioning properly. Blood glucose level at the time of the incident was over 600 mg/dl. The customer went to their healthcare provider and treated the high readings with manual injection, blood glucose then was down to 206 mg/dl. Blood glucose level at the time of the call was 371 mg/dl, customer was at 443 mg/dl earlier. The customer mentioned their blood glucose readings the night before until the following morning: 106 mg/dl; 327 mg/dl or 337 mg/dl; 440 mg/dl and 520 mg/dl. The customer completed the prime/rewind troubleshooting. The infusion set will be returned for analysis.